Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found near the tip of the bd plastipak¿ concentric luer lock syringe while reconstituting cytotoxic medication. The following information was provided by the initial reporter, translated from french: "during the reconstitution of cytotoxics, the solvent is withdrawn with the syringe. Observation of a black trace near the tip of the syringe. Isolated device, no presence of cytotoxic product in the syringe.".

Event description:
It was reported that black foreign matter was found near the tip of the bd plastipak¿ concentric luer lock syringe while reconstituting cytotoxic medication. The following information was provided by the initial reporter, translated from french: "during the reconstitution of cytotoxics, the solvent is withdrawn with the syringe. Observation of a black trace near the tip of the syringe. Isolated device, no presence of cytotoxic product in the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jan-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a black line which is a burn mark from the molding process was observed. A device history review was performed for lot 2205027, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Injection machines are ran before use to remove any material from inside the mold, rejecting the first few pieces. Molding parameters were reviewed and verified all to be within the validated process limits. Injection machines undergo routine cleaning and maintenance according to procedure, quality records established all procedures and processes were completed accordingly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the marking likely generated during the beginning of the molding process, the initial pieces not being properly rejected. H3 other text : see h10.